Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that a hmrs rot hinge tib rot comp implanted about 10 years ago was broken on (B)(6) 2011. The revision surgery will be performed on (B)(6) 2011.